Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that insertion of the catheter was difficult. Used for urine drainage before an intervention. The balloon deflated by itself and there was 0 cc in the balloon instead of 10 cc. Another catheter was inserted. There was no reported patient injury.

Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed all samples passed qa inspection. A simulation test was conducted with representative samples from production of various product type on the same catheter size and balloon volume. Samples leak balloon could be due to several reasons. However, in the absence of returned sample and limited information available on this complaint, further investigation could not be conducted and therefore complaint is not confirmed.

Event description:
It was reported that insertion of the catheter was difficult. Used for urine drainage before an intervention. The balloon deflated by itself and there was 0 cc in the balloon instead of 10cc. Another catheter was inserted. There was no reported patient injury.